Event description:
The customer contacted baxter's technical service center to report a drain volume issue which occurred on the homechoice (hc) during drain 1 of 2. The home patient (hp) stated the drain volume (dv) was 31953ml. The baxter technical service representative (tsr) had the hp cycle power. The tsr had the hp bypass to fill. Total ultrafiltration (tuf) was 30015ml. The hp programming indicated a total volume (tv) of 6000 with a fill volume (fv) of 2000ml and a last fill (lfv) of 1800ml. The hp reported only one 6l bag was connected and the bag was half full. The hp filled and the tsr then had hp end therapy. There was no patient injury or medical intervention indicated at the time of the initial report. The reported drain volume meets increased intra-peritoneal volume (iipv) criteria. The drain volume reported indicates a malfunction of the hc device based on the amount of solution used during the therapy as well as the physiology of the hp. On (B)(6) 2010 during follow up with the hp's husband it was reported the hp passed away (B)(6) 2010 while in the hospital. The hp had been hospitalized three days prior due to a loss of bowel control. The husband had no knowledge concerning the reported event of (B)(6) 2010 but did confirm that the hp drained into a drain bag. Follow-up with the nurse revealed the cause of death as mesenteric infarction, ischemic bowel (dead bowel). Investigation is ongoing as the device is being returned for evaluation.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to the product analysis lab (pal) for evaluation and subsequently sent to deka for additional evaluation. The reported difficulty of a drain volume meeting increased intra-peritoneal volume (iipv) criteria was confirmed in the device logs and was duplicated during evaluation by the homechoice design engineers at deka. The device passed all testing pertaining to temperature and volumetric accuracy; the device was determined to meet specifications relative to the reported difficulty of a drain volume meeting iipv criteria. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient passing away. Evaluation of the device revealed the patient did not have an increased volume of fluid in his peritoneum; rather, the user connected the cassette patient line to the effluent sampling port resulting in recirculation of fluid and a drain volume of 32,015 ml being recorded by the device. Based upon the device log, complaint data, and device performance, the assignable cause of reported difficulty was determined to be use error: the user connected the cassette patient line to the effluent sampling port causing recirculation of fluid. A labeling review was performed and labeling was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).